Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (290 mg/dl). The customer indicated would deliver a bolus to address bg level. The possible cause of the high bg levels were unknown. Troubleshooting with tandem customer technical services determined the pump functioned as intended, however, the customer declined to remove the site for inspection. Cts recommended to consult with their healthcare provider regarding the high bg event. Additionally, the customer reported an incomplete fill cannula alert. Tandem technical support verified in the pump logs that the fill cannula was received after the bolus delivery. Reportedly, the customer stated that it was possible that had returned back to the fill cannula screen by mistake.